Event description:
During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch (ams) was detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.